Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing unexplained high blood glucose, with values as high as 426 mg/dl. The customer reported 2 no delivery alarms occurring 2 weeks previously. Troubleshooting could not be completed at the time of the call with the helpline because the customer did not have a tubing clamp, so one was sent to the customer and he was advised to call back to complete troubleshooting upon receiving it. Customer was advised on proper infusion set insertion. Nothing further reported.